Manufacturer narrative:
B3: unknown; no information has been provided to date. One device received for investigation. The device has been in before for repair related to the customer stated problem. Complaint was not confirmed at the time. Visual inspection showed the device was in good condition. Functional testing was performed, and the customer's reported issue was confirmed. The cause of the issue was that the valves were ground in. The valves and expulsor were replaced, and the device then passed all testing.

Event description:
It was reported that the device has no switch-off pressure, max 0.6 bar. There was unknown patient involvement.